Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during the explant of this device, the header was noted to have come loose. There were no adverse patient effects. The device has been returned for analysis.